Event description:
It has been reported to philips that the system did not power on successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on and the customer reported that the fuses had blown. Analysis of the log file showed that the system stopped unexpectedly. During troubleshooting, the fse identified power fluctuations in the electrical network. The fse replaced the fuse in the control room connection box. After replacement of the fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.